Event description:
It was reported that the pk dissecting forceps instrument was noted to have a frayed cable prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Failure analysis also observed there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, damaged cable could likely cause or contribute to an adverse event if the failure mode were to recur.